Event description:
It was reported that sometime in 2008 the patient has no longer been able to hear with his device. In the following day, he went to the clinic, where testing was carried out which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.